Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 2.037 from the distal tip. Fragment material was found missing inside the main tube. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure tip of instrument was stuck in trocar and unable to remove properly regarding the tip-up fenestrated grasper instrument. The procedure was completed with no indication of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the instrument and cannula were removed together because the wrist could not be straightened due to physical damage (e.g. Broken main tube). No fragments fell into the patient. The instrument was inspected prior to use with no damage noted. The instrument has been shipped out for return.